Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported that the patient pulled out of the study as they did not want to commit to follow up. They decided to still go ahead with the implant and late last week, they had it removed due to an infection.